Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: yellow particles material was found on the shell, no openings were found in the device and deformation. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.